Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). Conclusion: the service technician was unable to duplicate the customer reported complaint. The power board was tested and found to be working normally within specifications but replaced the power board as a precaution.

Event description:
The customer reported that the ventilator had ln vent alarms, which is an alarm that occurs when the ventilator shuts off or resets for a reason other that pushing the on/off button on the ventilator. The customer also reported that there was no patient involvement.